Event description:
As pt was activating the safety mechanism on an angiocatheter, the needle pierced the sheath of the safety mechanism, and she stuck her finger with the contaminated needle. The needle had been used on a pt who has (B)(6).